Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the rear piezo was quiet and muted, and the user was unable to hear alarms. There was no patient involvement. Int# (B)(4).

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of ¿unable to hear alarms¿ was confirmed. After installing a new piezo it was found that the motherboard was the cause of the unit being so quiet. Replaced motherboard and front piezo. The device passed performance verification testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.